Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 12 devices had damaged components, 1 device had a missing component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 13 malfunction events, where it was reported the power cord has a damaged/missing power prong. 12 events had no patient involvement. 1 event it was not known if there was patient involvement.